Manufacturer narrative:
H10: additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, hyperlipidemia and autoimmune disease.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted six (6) years, three (3) months, underwent valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Procedure was uncomplicated and patient in recovery.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation).

Event description:
It was reported that a patient with a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to stenosis. A tavr procedure was performed with a 29mm 9755rsl transcatheter valve. The patient presented to the hospital with shortness of breath. The procedure was performed without complications, and the patient was in recovery post operatively.